Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036, xlpe liner, 64313299. 00625006525, bone screw, 64256558. 00620005022, acetabular cup, 63344850. Unknown cls porous stem, lot number 299192. Report source (B)(6). Visual review of photographs provided identified that the rim of the liner had fractured. Radiographs were provided and reviewed by a third party hcp noting a dislocation of the left hip arthroplasty. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation was requested by the customer and has been sent. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00263.

Event description:
It was reported that patient underwent a left hip revision approximately 9 months post implantation due to fracture of the liner component. Attempts have been made and additional information on the reported event is unavailable at this time.